Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): device investigation could not be performed since the devices were not returned for investigation. Though the detail of the trouble could not be identified from the provided information, it is supposed that the guide wire or the atherectomy device, or both of them, might be deformed and/or damaged due to the lesion condition and/or due to some unidentified force given to the devices, so that the guide wire and atherectomy device got stuck to each other and it became unable to remove the devices. As for the reported multiple dissection, possibility of the relation with the removal difficulty of the devices is presumed, however with the information that this patient had minor peripheral vascular disease prior to the interventional procedure, it is also presumed that the dissection is a combinational complex result of these factors. This could not be determined however. The instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determined the cause of resistance under fluoroscopy and take appropriate remedial action. Damage to vessel is listed as a possible complication and adverse event. The device is manufactured by asahi intecc. Co. (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during an atherectomy procedure, as the atherectomy device was being removed, there was resistance felt with the grandslam guide wire and the two became stuck together resulting in an unplanned surgery to remove the devices from the patients anatomy. A patch angioplasty was done of the right profunda, sfa and cfa arteries, multiple dissections occurred, cutdown to the right popliteal artery, thrombectomy, stenting, and angioplasty done in the entire sfa to the popliteal arteries as treatment. A second surgery was done to remove one of the patients toes on the right foot due to decreased circulation. On (B)(6) 2013, the patient had another follow up surgery of a right femoral to tibial artery bypass. Reportedly, this patient had minor peripheral vascular disease prior to the interventional procedure. The patient was discharged home in stable condition three days after the bypass. No additional information has been provided.